Event description:
The device was surgically placed in 2006 and functioned without incident for eight days. The device was milked per procedure. The nurse noted in 03/2006 that the suction pressure was shifting between 14 and 15 cm h20 and observed a failure of the device to drain. A clamp was placed on the device and a visual inspection noted a slit at the insertion site. The attending physician opines that it is possible to cut the drain with fingernails while milking the device.